Event description:
It was reported that the patient presented to the hospital for a follow-up. The physician found software glitches during the interrogation of pacemaker. Physician alleges that the device was not displaying electrograms (egms) from the atrial lead accurately. The patient condition is unknown.